Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced palpitations. A holter monitor was fitted and intermittent ventricular capture was identified. With normal breathing, ventricular threshold was 1.25 v, 1.0 ms. With deep breathing, capture was lost at 4.0 v, 1.0 ms. During lead revision, ventricular perforation and lead tip dislodgement were noted. The patient did not require pericardial centesis. The patient was asymptomatic after lead replacement.